Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The information provided indicated the consumer reported that the string broke upon removal leaving the tampon inside the consumer's body. The provided information indicated that the consumer went to the ER for pledget removal. Consumer is doing fine.